Event description:
The customer reported the surgeon said the phaco handpiece was getting "too hot" and there was a slight corneal burn. There was no patient outcome reported. Additional information received from the surgeon stated this was an ongoing problem (burns always occurring mid to late in the phaco process) for the past five years (1998-2006) with all surgeons using the "old" handpieces. These cases had pre-op bcvas of 20/40 to cf, and post-op bcvas of 20/20, with one exception of 20/40. There were no cases of unplanned medical or surgical intervention. The doctor was questioning the reasonable life expectancy of the handpiece. No patient identification was provided.

Manufacturer narrative:
Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. To date, there has been no request for service, and the handpiece has not been received for evaluation and root cause analysis.